Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-03-27 (B)(4) (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that early pump replacement occurred. The patient had reported not receiving therapy since approximately (B)(6) 2018. At the time of replacement, the pump was critically alarming due to empty reservoir. The patient believed the catheter was no longer working. Aspiration intra-operation showed it was fully patent and yielded cerebrospinal fluid (csf) return. The patient reported an MRI in (B)(6) 2018, but it was unknown if this was related. The pump was replaced; the existing catheter was patent and connected to a new pump. The new pump was filled with preservative free normal saline at the time of replacement. It was unknown if the issue resolved; the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that there was elective cessation of therapy that lead to the empty pump. It was stated by the patient that he was no longer experiencing relief from the pump. There were no further complications reported at this time.